Event description:
Previous stent implanted 2 years ago. Stent became obstructed. Cypher stent implanted. Released the next day. Prescribed ticlid, developed a rash from "head to toe." To emergency room, rec'd benadryl. The following week admitted to hospital for weakness and loss of appetite for four days. Three days later was readmitted for chest pain and weakness. Was discharged. Five days after discharged, became weak and began to "pass out" while at physician's office for a checkup. Admitted to the hospital; transferred to another facility for eleven days. Discharged with diagnosis of anxiety and depression. Stent remains implanted. Continues to have low blood pressure.